Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed hardware low level failures. The customer¿s blood glucose level was unknown at the time of the incident. Customer was assisted with self-test and the insulin pump did not pass the self-test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement and self tests. Software was downloaded to the device successfully. No unexpected hardware low level failures alarms were noted. (B)(4).